Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: aneurysm rupture. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with three gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention at another hospital to treat a rupture of the aneurysm reported to have been due to a proximal type ia endoleak. And additional endovascular devices were implanted. The patient tolerated the procedure.